Manufacturer narrative:
The device, surgery report and the device history record were investigated without any result. Due to the fact that this is the first complaint, which describes a loosening of the screw we rated this event as a singular case. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
During an explantation because of an infection the surgeon noticed a loosening of the fixation screw of the mp reconstruction hip system.